Event description:
It was reported that a crack was found near the oversleeve on the catheter near the end of the groshong catheter placement procedure. The catheter was removed and another new catheter was implanted. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv2002 showed no other similar product complaint(s) from this lot number. Device not returned.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed just distal of the two-piece connector. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split tensile weakness at the fracture site (due to material ballooning prior to burst) granular fracture surface texture (typical of tearing failure modes) the catheter material was visibly lighter in color at the fracture site an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that a crack was found near the oversleeve on the catheter near the end of the groshong catheter placement procedure. The catheter was removed and another new catheter was implanted. There was no reported patient injury.